Event description:
Philips received a complaint on the heartstart intrepid device indicating that the "screen is opening lately during start-up and start-up check." The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device remotely and confirmed that no issues were found. The customer was advised to send the device back to the workshop if the problem recurs. The device remains at the customer site and no further evaluation is warranted at this time.